Manufacturer narrative:
We were able to rule out external factors during troubleshooting with the member, and confirm that the standard cuff size is the correct size for their arm. The device has not been returned for this investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
Patient reported that due to readings that were 10 - 15 points high using the livongo blood pressure monitor, their prescription was changed, which caused the patient to become dizzy. The patients prescription was changed again to rectify the issue.